Event description:
It was reported the patient had a loss of stimulation (B)(6) 2014 and had less than 50 percent therapy relief. It was noted the impedances measured were greater than 4000 ohms on all electrodes and the location of the issue was the lead location. It was stated the lead was replaced and motoric response in the operating room was perfect. The patient¿s status was reported as no injury.

Manufacturer narrative:
Concomitant products: product ID 388928, lot # 0205173315, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the tined lead found that two conductors were broken 7.5 cm from the distal end. Two conductors were also broken 6.5 cm from the distal end (overstress/damage).